Manufacturer narrative:
Investigation summary. Pump stop: clinical details report that there was high motor current alarm that resulted in a pump stop. The pump was explanted due to the complication, and calcium was noted to be lodged in the pump. Data logs were reviewed and the pump stop was confirmed. When the pump was first started, pump flows were variable because mc was below the transition value, so ps was calculating flows. Mc was generally stable during this period. Roughly 10 minutes after starting the pump, there was a spike up in mc to ~200 ma with a ms deviation down. Mc remained at an elevated level, however, it still was not above the expected range for the p-level (p-4). Shortly after this, mc started an accelerated trend up, leading up to a spike to 1250 ma. At this instant, the first high motor current pump stop alarm (#13) triggered. The pump was unable to be restarted, continuing to trigger alarm #13 and #115 the same console as well as a backup. Product was not returned for investigation. Based on the signatures noted in data logs in conjunction with the report of biomaterial (calcium) being noted in the pump upon explant, the cause of the pump stop was determined to be biomaterial ingestion. Embolism: clinical details report that a chunk of calcium was noted on the pump at the time of explant. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history lot. Device lot: 1960447. Device history batch. Subcomponent: na. Device history review. Pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the device experienced a high motor current alarm and the pump stopped. Attempts to restart the pump were unsuccessful. The impella was removed due to suspected clot, and a large calcium chunk was found lodged inside the pump. The patient survived the procedure.